Manufacturer narrative:
Product event summary: the balloon catheter afapro28 with lot number 28164 and data files were returned and analyzed. The files showed at least three injections were performed with balloon catheter afapro28 with lot number 28264 on the date of the event with no issue. The file showed no system notice was triggered on the event date. Visual inspection showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for three applications. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. Inflations were sustained for more than 2 minutes. A clinical issue (hemoptysis) occurred during the procedure. In conclusion, the balloon catheter passed the returned product inspection as per specification. There is no indication of relation of adverse event to the performance and malfunction of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after freezing the left superior pulmonary vein (lspv), hemoptysis was observed as the patient began coughing up blood. The case was aborted. The patient's hospitalization was extended and the patent had recovered at discharge. No further patient complications have been reported as a result of this event.